Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an issue with the infusion set and cannula was bent. The infusion set was inserted on the shoulder. The patient's blood glucose (bg) at the time the issue was noticed was 215 mg/dl. The infusion set was in use for 1 day. The patient replaced the infusion set and resumed insulin successfully. The patient regularly rotates the site location and the site area was not impacted. The patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.